Event description:
The device was returned to the manufacturer after being electively explanted due to the field advisory. The device subsequently tested out of specification during manufacturer's analysis. No patient complications were reported as a result of this event. Follow up revealed the device was functioning at explant.

Event description:
The device was returned to the manufacturer after being electively explanted, due to the field advisory. The device subsequently tested out of specification during manufacturer's analysis. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. This device is part of the field advisory for this model. Evaluation summary: (B) (4) preliminary testing revealed no output and no telemetry. Further analysis revealed the no output and no telemetry conditions were the result of lifted hybrid bond wires.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. This device is part of the field advisory for this model. Evaluation summary: preliminary testing revealed no output and no telemetry. Further analysis revealed the no output, and no telemetry conditions were the result of lifted hybrid bond wires.